Manufacturer narrative:
Based on the results of the investigation, the suggested event most likely occurred due to deterioration and damage to the rubber caused by repeated physical stress during use. However, the definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited a burnt probe cover and a burnt distal end. There was no patient involvement.